Event description:
Device diagnostic testing at office visit resulted in high lead impendance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The patient had reportedly not felt device simulation for approximately one month prior to the office visit. It was reported that approximately two weeks before the office visit, the patient experienced a generalized seizure, during which he fell and hurt his head (laceration with stitches over left eye). The patient has not experienced an increase in seizure activity above pre-vns baseline frequency, although he had begun to experience occasional generalized seizures during the month before the office visit. The patient was last seen by neurologist approximately two months prior, at which time he could feel device stimulation. X-rays reviewed by treating physician were inconclusive in determining whether the patient's lead was broken or whether there was a problem with the generator/lead connection. Treating physician indicated that revision surgery is unlikely, as the surgeon reportedly believes that it would be risky. No serious injury was reported in conjunction with the high lead impedance condition as the patient has fully recovered from his head injury. Lead break is suspected. Treating physician indicated that he did not believe that the patient's fall was the cause of the suspected lead issue because the patient had not felt device stimulation for two weeks prior to the fall. Physician believes that the suspected lead break may hav occurred before the fall, but the cause of the suspected lead break is unknown. The patient had previously undergone a lead replacement surgery due to a lead break (ref medwatch report 1644487-2003-00542). Analysis of the explanted lead at that time revealed a failure mode of overload and torsion, indicative of impact-related trauma in the region of the device.